Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two another complaints reported in the lot number. A photo was provided of a lens in the eye. There is a linear mark or material observed on the posterior surface of the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the filaments on the back surface of the lens, and were later removed by aspiration/irrigation and suspected that the lens scraped the impurities in the cartridge and brought them into the capsule. No harm to the patient. Additional information was requested.